Event description:
Customer reported issues with the insulin pump. Customer states that the drive support cap appears to be damaged. The blood glucose reading is unk. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.